Event description:
Malfunction: probe sticking. The user reported when attempting to remove the illumination probe from the trocar cannula, the probe was stuck inside the cannula. As a result, the probe and cannula were removed together from the eye. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).